Event description:
The customer reported a failure to charge during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4) the customer reported a failure to charge during a pt event. There was no report of negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.